Event description:
On 07/20/06, nellcor puritan bennett received a report of obturator issues on a tracheostomy tube. The caller reported that the obturator was stuck in the patient. The caller reported they removed the obturator and upon removal a piece of the obturator broke off. The caller states that the patient was re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this complaint are not available for evaluation.